Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed inside the microcatheter. It was removed during the analysis. The stent was found to be deformed. The stent delivery wire (sdw) was found to be kinked/bent. Functional test was not performed as the stent was found to be deployed inside the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be replicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on visual inspection. The device was analyzed. The stent was found to be deployed inside the microcatheter and it was found to be deformed. The sdw was found to be kinked/bent. It is very probable that these damages caused friction, premature deployment of the stent and reported event. An assignable cause of procedural factors will be assigned to the reported defect ¿stent difficult/unable to advance or pullback through catheter'; and to the analysed defects ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and it was discovered that the stent (subject device) deployed prematurely during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.